Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a maxforce biliary balloon dilatation catheter was used during a dilatation procedure of the common bile duct (procedure date and patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon was leaking and would not inflate inside the patient. The account reported that no damage was found on the device. The procedure was completed with another maxforce biliary balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; a circumferential tear was found in the balloon, indicating the balloon had burst.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Patient is (B)(6). The event date is unknown. (B)(4) relates to (B)(4) for the reported event of balloon burst. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with product specification. A search of the complaint database revealed that no similar complaints exist for this defect for the specified lot. Visual examination revealed no damage to the catheter of the device. Performance testing was conducted per specification. The device was successfully passed over a 0.035" guidewire. An attempt to inflate the balloon was unsuccessful, as a small circumferential tear was present in the balloon portion of the device. The condition of the returned device is consistent with the reported event that the balloon would not inflate; however, the circumferential tear found during evaluation indicates that the balloon had burst. The most probable root cause is operational context; this failure occurs when procedural factors encountered limit the performance of the balloon (e.g., the balloon comes in contact with sharp exterior sources).